Manufacturer narrative:
The insulin pump had an intermittent esc button due to corroded keypad trace. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive when attempting to prime/rewind. Customer's blood glucose was unknown. The customer reported dropping the insulin pump before the keypad anomaly occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.